Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens struck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusion (no conclusion can be drawn) based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three-piece lens but, the lens became hung up on the injector. There was no pt contact. The reporter stated it was unknown if the lens was damaged.